Event description:
The reporter meter to hcp meter comparison tests, side by side. The results were 166 mg/dl on the meter, and 94 mg/dl on the hcp meter (type unknown). No symptoms were reported. On follow-up, the reporter never uses control solution, and the solution was expired. No harm was alleged.